Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 19jun2019. The product support engineer (fse) advised the customer that the air and oxygen flow test accuracy tests have been updated and baseline is no longer measured directly. The customer was advised to re-test using the new test procedure. Test procedure document was provided to the customer. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the unit was failing the airflow accuracy test (pvt test 5). There was no patient involvement. Event date not specified, estimate used.